Event description:
Pt had subacute thrombosis. Pt went into fibrillation. Pt was defibrillated and was brought back to the cath lab complaining of chest pain. Angioplasty was done and pt was sent to ICU.